Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor not displaying operating parameters, was inconclusive (not determined) as no product was returned. The issue did not occur after the system monitor was restarted. The system monitor was reported to be operating properly after the restart. The clinical parameters were displayed when the customer checked the system monitor with their mock loop system. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in apr2012. The packaged system monitor was placed into inventory on (B)(6) 2012. The unit was shipped to the customer on (B)(6) 2013. The unit was last serviced on (B)(6) 2018 ¿ version 7.32 was installed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use (IFU) (rev f p.4-5) and the heartmate power module IFU (setting up the system monitor for use with the power module). The conditions where ¿dashes¿ and ¿plus¿ symbols are displayed in the system monitor¿s clinical parameter screen (pump flow, pump speed, pulse index, pump power, alarms) are described in the heartmate 3 left ventricular assist system (lvas) IFU (pump flow display; pump speed; pulsatility index; pump power; alarm messages). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor display had failed to show real time parameters on the screen when connected to a heartmate 3 patient. The parameter boxes and all other screen details were displayed, but no numbers relating to device parameters - these spaces were blank. The nursing staff placed the patient on battery power and turned the system monitor on and off but were still unable to see the numbers. The unit was swapped and no patient consequences resulted. Later, the problem was unable to be recreated whilst on a mock loop.